Event description:
We believe, the yankauer tip was broken prior to its use. This view is supported by the fact that no pieces were found. At this time it is very difficult for trinity to determine at which point & how the yankauer tip was broken.